Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, low, out of range pacing impedance, a drop in p-waves, and high capture threshold were observed. Dislodgement was observed via x-ray. The device was reprogrammed. No other action will be taken.